Event description:
Caller states coaguchek lancet broke off into a patient's finger. The patient removed the lancet using needle-nose pliers; no medical treatment required. Requested return of suspect device however, patient no longer has the lancet; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.